Event description:
Tibia relative to the femur was rotated visually on the ligament balancing page. The entire procedure ( a left mako total knee) was proceeding very smoothly until we reached the ligament balancing page. When dr. Miller went to balance the knee, the tibia appeared to be rotated externally - so much so that you could see the 3 degrees of posterior tibial in the coronal view and it appeared as if the tibia would be cut in varus. We went through the basics including verifying the checkpoints, verifying both the femoral and tibial registration, putting the probe on the tubercle (to check for a rotated tibial registration), the CT landmarks, recreating the surgeon landmarks (especially the malleoli), and then the fine registration. The 2nd time the result was the same (see pictures). We then verified, because the patient was very small, that the patient's foot wasn't at an odd angle inside the boot - it was not. Both times the femoral and tibial registrations were nominal. The landmarks page also displayed the "shifted red line" issue - see pics. Due to the tourniquet time, the surgeon opted to cut the femur with the mako and do the tibia manually. He surgeon was very frustrated, but the surgery was completed successfully using the mako for the femur and manual instrumentation on the tibia. The session files, bugs, and some relevant pictures are on the complaints shared drive under "12-6-2017 palm bay hospital" please note - the surgeon is a "ligament balancer" but I turned on measured resection, during troubleshooting" to see the tibial axis as well as the mechanical axis. Surgical delay of approximately 45 minutes due to troubleshooting and then conversion to a manual tibial cut.

Manufacturer narrative:
Method & results: -device history review: a review of the DHR associated with rio 302 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding the magenta segmented bone outline shifting. Four other reported events were found (B)(4). Conclusion: upon reviewing the session file, it was determined that the tibial rotational landmark was not selected per the IFU, resulting in a large external rotation bias seen in the ligament balancing page.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tibia relative to the femur was rotated visually on the ligament balancing page. The entire procedure ( a left mako total knee) was proceeding very smoothly until we reached the ligament balancing page. When dr. (B)(6) went to balance the knee, the tibia appeared to be rotated externally - so much so that you could see the 3 degrees of posterior tibial in the coronal view and it appeared as if the tibia would be cut in varus. We went through the basics including verifying the checkpoints, verifying both the femoral and tibial registration, putting the probe on the tubercle (to check for a rotated tibial registration), the CT landmarks, recreating the surgeon landmarks (especially the malleoli), and then the fine registration. The 2nd time the result was the same (see pictures). We then verified, because the patient was very small, that the patient's foot wasn't at an odd angle inside the boot - it was not. Both times the femoral and tibial registrations were nominal. The landmarks page also displayed the "shifted red line" issue. Due to the tourniquet time, the surgeon opted to cut the femur with the mako and do the tibia manually. He surgeon was very frustrated, but the surgery was completed successfully using the mako for the femur and manual instrumentation on the tibia. The session files, bugs, and some relevant pictures are on the complaints shared drive under "(B)(6) 2017 (B)(6) hospital" the surgeon is a "ligament balancer" but I turned on measured resection, during troubleshooting" to see the tibial axis as well as the mechanical axis. Surgical delay of approximately 45 minutes due to troubleshooting and then conversion to a manual tibial cut.